Manufacturer narrative:
Section d10: concomitant devices. Eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). Eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)) equinoxe reverse 42mm humeral liner +2.5 (cat# 320-42-03 / serial# (B)(6)) equinoxe preserve stem 7mm (cat# 300-30-07 / serial# (B)(6)) equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported approximately 14 days after left total shoulder revision, the patient was revised due to dislocation. The humeral stem, tray, liner, and glenosphere were revised. The event was not related to a breakage of the device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The devices are not available for evaluation as they were discarded by the hospital.

Manufacturer narrative:
Additional information h3: the cause of the patient¿s shoulder dislocation and subsequent revision cannot be conclusively determined; however, it may be due to a soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. However, this cannot be confirmed as the devices were not returned for evaluation, and images or radiographs were not provided. Dislocation is a known risk, as stated in the IFU. H6: component code, investigation codes.